Event description:
Add'l info received from reporter (B)(6) 2011: medtronic mini-med insulin pump and minimed sofsensor mmt-7002n both failed which created a calculation error. Medtronic product support threatens to withhold future support. Dates of use: (B)(6) 2010 - (B)(6) 2011.

Event description:
Add'l info received from reporter (B)(6) 2011: on (B)(6), 2011 at 6:20 pm medtronic sof-sensor mmt-7002n was inserted using the inserter supplied by the company. A 6cm x 7 cm iv3000 adhesive was used to secure the sensor after connection to the medtronic minimed paradigm insulin pump. At 10:15 pm that night the iv3000 adhesive began to curl and was not functioning. The adhesive strip was replaced by a larger a0 cm x 12 cm strip. On june (B)(6), a weak signal alarm was received by the pump. At 5:48 am the sensor was restarted. At 6:00 pm a low blood sugar period was predicted by the pump. When I inspected the sensor, I noticed that the replacement tape was also shriveled. A finger stick bg reading was taken that read 192, while the sensor read 100. Isig was 19.34 at that time. Data was uploaded to the medtronic web site, and medtronic customer service was called. Customer service agent was named (B)(4). At 6:20 pm the sensor read my blood glucose was 108, while a finger stick indicated 204. (B)(4) referred to "an option" extended to me to return the pump, and he asked if I had made a "decision." I immediately asked for a supervisor. (B)(4) [did not get spelling]. At 6:45 pm a low was predicted by the sensor. The pump indicated a bg level of 95, while a finger stick indicated 224. The supervisor blamed a bad calibration at 7:44 am for the misfunction. I had to bring the supervisor back to the fact that the adhesive was peeling. Another 10 cm x 12 cm iv3000 was put over the sensor. I had asked for a different tape, as it was obvious that this tape was not performing well. Medtronic refused to replace the iv3000 with any other brand. At 9:22 pm that same night my sensor indicated a bg of 67, while a finger stick read 229. The isig was 8.72. At medtronic's direction I turned off the sensor and restarted it the next morning. A series of warnings and sensor lost began at 6:45 am on (B)(6) 2011. I spoke with medtronic customer support again at 9:00 pm. The adhesive had crimped so bad, that the sensor left my body. I removed the tape and sensor.

Event description:
Medtronic sensors themselves [part number (B)(4)] are inconsistent, and often malfunction. The majority of the sensors supplied to me have failed for one reason or another. The sensors have an approximately one inch needle that is injected into the skin. When the needle is removed a plastic cannula remains under the skin to monitor blood glucose level. On some occasions, the needle slides out so easily that the device is useless. On other occasions, it is extremely difficult to remove from your skin, even with two men. Sensors often experience calculation errors resulting in sensor loss. Yesterday I had a sensor in which the cannula pulled out of the skin, and protruded out of the top of the sensor. The next sensor I used after that was found to be unusable after I inserted it because the tape did not come off of the sensor as it should have. The third sensor after that malfunctioned due to calculation errors. The adhesive (B)(6) used to hold down the sensors is inferior. This product is extremely expensive, and not covered by insurance, and the inability of the tape to stick sufficiently makes it even more expensive to use. I have been sent the iv3000 in two sizes. The 6cm x 7cm size is way too small to use effectively. It easily curls up, and leaves the sensor exposed, thus causing the sensor to fail. One customer service agent suggested that I use two of these adhesives. Even with this technique, one of the tapes often has to be replaced early; thus, in actuality, tripling the cost of this product. The larger size is 10cm x 12cm. Although this size is more efficient, it also begins to shrivel up lose adhesion. The adhesive comes off most often in the shower, even though one avoids that part of the body; or during hot weather. I have been told that there is a product called mastisol available, but medtronic has not offered me this product. I am also told that there is a variety pack of adhesives available, but medtronic has not sent me this product because the FDA has withdrawn support of some of the components. Whenever I bring up the subject of adhesives medtronic most likely is unwilling to discuss the subject. One feature that medtronic touts is the ability to upload data from the pump to their web site. This information can be used by my doctor to monitor my condition. Unfortunately, medtronic is lax in consulting with, cooperating with and educating doctors how to obtain this data. It took several months, and a call to medtronic (B)(4) to inspire our local medtronic salesperson to visit my doctor's office and tell them how to obtain this information. Now it seems medtronic wants to deny my doctor the use of this information. Blood glucose readings from the sensor usually differ from finger sticks by twenty points. At times there has been a 150 point difference. Yesterday, it was off by 200 points. This differential is disregarded by medtronic employees. They are content that their product does not agree with the more exact finger stick reading. The medtronic sensor system is extremely touchy, and it often fails. I believe this is partially due to poor programming of the sensor part of the pump. On (B)(6) 2011, the medtronic pump instructed me to obtain a blood glucose reading twice within a half hour. This caused a calculation error in the pump. This calculation error caused the pump to tell me to change my sensor. I have already related the story of what happened when I did call customer service. Evidently, the pump was wrong to send two signals within such a short amount of time. I believe the pump, and did exactly what it told me to do. But, according to (B)(6), a senior representative, I should have known better, therefore it was not the fault of the pump that the sensor failed. Medtronic has made good on replacing failed parts. However, I feel they are suspicious of me because I call every time there is a failure. This is what I am told to do, and I do it. Now it seems that they no longer want to replace failing parts. Medtronic infusion set (lot 9201896) had been in my body for about two days. My insulin pump indicated that there was no delivery. After calling customer support, I was instructed to remove the infusion set. When I removed the set from my body, blood gushed out of the opening, and I continued to bleed for several minutes. The cannula or insertion had caused a large mass under my skin. This mass felt hard, and evidently contained blood. It was approximately one inch long, one-half inch deep and one-half inch wide. A bump was visible above the skin where the cannula was removed. To this day there is a red mark and puncture wound where the infusion set had been. The mass is still under the skin. On (B)(6) 2011, I needed to implant a new sensor (lot d081) because the current one was used up. I implanted two more sensors that were defective. After that, I implanted a third sensor that worked for less than one day. During an event that I was speaking at, my medtronic insulin pump indicated a blood sugar level of below 40. I ordered an orange juice, waited a while, and checked the pump again. The indication was still below 40. I ordered more orange juice. When I checked my blood glucose level with a finger stick, I discovered my bgl was 247 - more than a two-hundred point difference. This type of event is common with medtronic sensors. They are often unreliable, and caused me to not only seek sugar through orange juice twice, but actually caused my blood sugar to raise much higher than it should have been. Because I was in front of a public gathering I could not do a finger stick, and was dependent on the medtronic devices. Medtronic blames the customer for events like these, and does not take responsibility for poor or malfunctioning parts. I had to change my medtronic sensor (lot d071) because the previous one was defective. I inserted the sensor into my skin using the injector, and removed the needle. I then went to pull the tab to remove the tape over the adhesive. The tape split, and the adhesive remained covered. There was no way to remove the tape, and a second sensor became useless. I removed that sensor from my skin. I was required to change the sensor for my medtronic insulin pump. I used the inserter to implant the device, and withdrew the needle from my skin. After fifteen minutes I inspected the sensor, and discovered that the cannula, which should have been implanted into my skin was completely pulled out, and protruding through the top of the sensor where the needle had been. This had made the sensor useless. Medtronic sof-sensor glucose sensor mmt-7002n was implanted on (B)(6) 2011 at 6:40 pm. Sensor was held down by iv3000 10 cm x 12 cm adhesive. Calibration bg levels were 225 at 6:36 am on (B)(6), and 244 at 12:11 pm. On (B)(6) 2011 at 5:00 pm the sensor indicated low blood sugar level below 40. A finger stick was performed, which indicated blood glucose level was actually 352 - a difference of way more than three-hundred points. Isig was 2.66. Medtronic customer support was called. At 5:20 pm the isig level was 3.16. At 5:36 the insulin pump indicated sensor error. The isig was 1.54 at that time. Customer service agent told me to remove the iv3000 tape to inspect the sensor. When the tape was removed the sensor came out of the skin. This indicates the common malfunctions that the medtronic mmt-7002n sensors have. A sensor that should have lasted three days lasted less than two days before malfunctioning. Also apparent is the unreliability of medtronic equipment to gauge blood glucose levels. A spread of 300 points is unacceptable, and potentially dangerous. Medtronic from (B)(6) 2011 to present. Dates of use: (B)(6) 2010 - (B)(6) 2011.

Event description:
Additional information received from reporter (B)(6) 2011: medtronic mmt-7002n glucose sensor failed because of pistoning that went undiagnosed during troubleshooting procedures with medtronic agents and supervisors. Sensor was inserted using supplied inserter on (B)(6) 2011 at 6:25 am. At 6:45 am, the transmitter was applied to the sensor, and the green light came on. The sensor and insulin pump were linked, and an iv300010cm x 12cm adhesive was placed over the sensor. A calibration was done when asked by the medtronic minimed paradign insulin pump at 8:55 am [229 bg]. Another calibration was requested and supplied at 108 pm [140 bg] and 5:33 pm [195 bg]. On (B)(6) 2011, the adhesive began peeling, and another iv300010cm x 12cm bandage was applied. Beginning at 12:51 pm, a predicted low alarm was flashed by the pump, and for the rest of the day the sensor indicated bg values of around 40 and below, while finger stick values were 230 and above. A medtronics customer service agent became available 7:50 pm. There was no supervisor available. Agent blamed discrepancy on poor calibration, isig values were not requested. Agent refused to consider pistoning as a cause for discrepancy. Sensor continued to malfunction, and was turned off at 9:00 pm. On (B)(6) a customer service supervisor became available at 9:45 am. Troubleshooting began again, and the sensor was removed at 11:00 am. Inspecting the removed sensor confirmed that the cannula had come out of my body, and tucked under the sensor, invisible to the eye while implanted. This shows the inability of medtronic agents and supervisors to diagnose correctly sensor malfunctions, or the ability of them to listen to customer comments or concerns.